Event description:
Pt underwent the matrix procedure in 2005. Developed ventral deflections penis on erection x2. Described symptoms of, and shows physician findings of ventral penile peyronie's disease.